Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7075214.

Event description:
It was reported that the distal contact of the lead was poking out of the skin. The patient underwent a revision wherein the physician clipped the distal tip off, sutured everything down again, and cleaned out the wound. The patient was doing well postoperatively.